Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) tilt actuator to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted mediastinal mass resection surgical procedure, user informed the technical support engineer (tse) that they encountered a console message stating "caution, instrument motion may be non-intuitive." The tse confirmed errors 22018 and 22017 associated with the tilt sensors on the ergo tilt. The tse guided the user through a hard power cycle of the console, but the system still displayed the same errors and messages upon restarting. The user was instructed to recover the fault, and the decision was made to switch to the second surgeon side console (ssc) to continue with the procedure. No known impact or patient consequence was reported.